Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 4223 ml. The largest prescribed fill volume was 2500 ml. This meets iipv criteria. No patient injury or medical intervention was reported. Per review of (B)(6) it was determined that the patient is inactive. The reason for discontinuing peritoneal dialysis is due to the patient transferring to hemodialysis.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, false empty detect and use error, inappropriately bypassed low uf alarm. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.